Event description:
New information received states the lead was capped and replaced. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient was being evaluated in the clinic, intermittent noise events were noted on a merlin transmission strip at the end of the previous year. Noise was reproducible with pocket manipulation lateral to the header. The patient is not dependent and has no reported symptoms. Lead replacement was recommended. No further information is available.